Manufacturer narrative:
The customer's report was duplicated and attributed to defective shield on the analog board. The analog board was replaced to resolve the problem. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.